Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, the atrial lead exhibited undersensing and loss of sensing leading to biventricular pacing inhibition. It was noted that the device was undersensing p waves due to inappropriate programming. The lead was capped and explanted on (B)(6) 2018. The device was explanted and replaced on the same day. The patient was in a stable condition.